Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - a femoral angiogram was not performed. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. Evaluation summary: the device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, when attempting to remove the needle plunger, a suture break occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No femoral angiogram was performed. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported suture break could not be tested/confirmed as the suture was not returned. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.